Manufacturer narrative:
The table subject of the event was returned to steris engineering for evaluation. Engineering analysis found that the insulation surrounding multiple wires connected to the control board assembly had been damaged, exposing the underlying wiring. This condition caused the floor lock issue reported by the customer. Steris engineering repaired the damaged insulation, reassembled the control board and confirmed the table floor locks functioned correctly without issue. During investigation of this event, it was identified that the table is maintained by the user facility's biomedical department. The 4085 operator manual (1-3) states, "repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage. Contact steris regarding service options." The table was installed at the customer's location in (B)(6) of 2010 and was not under a steris service contract at the time of the event. The facility was provided a replacement 4085 surgical table following the event; no further issues have been reported related to the table floor locks.

Manufacturer narrative:
The surgical table subject of the reported event was installed in november of 2010 and is not under a steris service contract. The table is being returned to steris for further evaluation. A replacement 4085 table is currently being shipped to the facility while the subject table is evaluated by steris engineering. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a patient procedure, the floor locks on their 4085 surgical table became unlocked without operator command and would not re-lock. There was no injury reported in association with the event, a procedural delay was reported.